Manufacturer narrative:
Omit:a26 - insufficient information (3190),g07001 - part/component/sub-assembly term not applicable,c20 - no findings available,d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a,g,c,d codes. The customer¿s stated issue of iui separation was confirmed after review of an image provided by the customer. Although requested, the devices were not returned for investigation and the devices serial numbers were not provided. However, it was determined that this does not occur through normal use of the iuis. Functional testing consisting of strength testing showed that the iui is within specification. Simulation to forcefully separate the components of the iui was conducted within a test device and showed it is possible to break the iui through improper removal. The iui connectors were verified for reliability through life cycle testing. Users should employ another device¿s male iui to hook and remove the female iui being serviced in a linear motion. The iui connector issue was reported with no patient involvement.

Event description:
It was reported that the left iui connectors on 6 devices unexpectedly come apart and occasionally happened while the connector was being removed from a pump. The customer has also identified corrosion on the iui pins. There was no patient involvement.

Manufacturer narrative:
Omit: g02001 - antenna. Correction: imdrf annex g codes.

Event description:
It was reported that the left iui connectors on 6 devices unexpectedly come apart and occasionally happened while the connector was being removed from a pump. The customer has also identified corrosion on the iui pins. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an left iui connectors come apart, corrosion on pins was not determined. The reported issue that there was an left iui connectors come apart, corrosion on pins could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the left iui connectors unexpectedly come apart and occasionally happens while the connector is being removed from a pump. The customer has identified corrosion on the iui pins. There was no patient involvement.